Event description:
It was reported that a female patient underwent a breast surgery with 275cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-14661 for the contralateral event.

Manufacturer narrative:
The mentor failure analysis lab has received a photo of the device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 06, mentor received additional information. The patient's initials were added as (B)(6). Mentor became aware that the patient's capsular contracture was diagnosed via ultrasonography. The patient was replaced with 405cc mentor memorygel xtra breast implants. In the initial report, the side of implantation was not disclosed to mentor. Mentor became aware that lot 5911197 was implanted on the left side. The device was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. On (B)(6) 2022, mentor became aware that information was inadvertently omitted from the initial report. The patient was implanted with the device during a breast augmentation revision surgery. Manufacturer's reference number: (B)(4), in the initial report, the b5 event description should have indicated that the patient was implanted during a breast augmentation revision surgery.